Manufacturer narrative:
(B)(4). Date of event: only event year known: 2021. Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information was requested, and the following was received: could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Response: no more information is available. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a hemorrhoidectomy, all staples of pph03 didn´t close as they used to close. The surgeon needed to sew the part of staple line on the hands.